Event description:
This lead was implanted on (B)(6) 1999 and was exp I anted on (B)(6) 2010 due to infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).